Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted a while ago due to unknown reasons. No information about the patient outcome is available at the moment. Additional information was received. Patient was leaking more. He was not getting the same experience as in previous years.